Event description:
It was reported that, "upon attempt to insert trial insert. Surgeon felt that the insert was tight so he impacted it with an offset bone temp and mallet resulting in a fracture of the trial insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded in the hospital and not returned to the manufacturer. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.